Event description:
The suspect device user was placed on insulin by their doctor. When they used the device to check their glucose the result was 274 mg/dl. They dosed insulin and then faded in and out of consciousness. They used the device while going to hospital and the result was 266 mg/dl. At the hospital their glucose was 61 mg/dl. They were given food and orange juice. Controls were not used. The device was replaced and requested to be returned for evaluation.